Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2023-00349. 3013886523-2023-00351. A physician reported that during surgery, cerebrospinal fluid flow was confirmed when the ventricular catheter was inserted. However, no cerebrospinal fluid flow was observed after the certas valve (828800), bactiseal peritoneal catheter (823074), and bactiseal ventricular catheter (823073) were connected. The procedure was completed with a replacement product available. No adverse consequences to the patient were observed and the event led to more than 30 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The bactiseal ventricular catheter (ID 823073) was returned for evaluation. Device history record (DHR) - product code 823073 with lot 7028049, conformed to the specifications when released. Failure analysis - the catheter was visually inspected: no defects were found. The catheter was irrigated no occlusions noted. The complaint is unconfirmed. Root cause analysis ¿ no root cause for the issue reported by the customer could be determined as no defects could be found with the catheter. A possible root cause for the issue reported by the customer could be due to catheter susceptible to kinking which could lead to an occlusion. As seen in the investigation, no occlusion was found with the catheter.

Event description:
N/a.